Manufacturer narrative:
The impella cp optical and data logs were returned for evaluation. Review of the device's data logs confirm suction responses approximately 18 minutes into the case, following a spike in motor current. After approximately 22 minutes, 3 motor current spikes were observed along with a motor current drop. Evaluation of the returned device found fractured impeller blades. Simulated use testing was successful in recreating low pump flow, after running device in a basin of water. Device history record and found no manufacturing issues or reworks associated with this pump. There are no other complaints associated with pumps from this lot. One impeller from these two lots was rejected for failure during the visual inspection test, however, all other impellers passed inspection. The root cause of the low pump flow was the broken impeller blade.

Event description:
The complainant reported an (B)(6) male presenting for high risk percutaneous coronary insertion. An impella cp optical was placed and initiated without issue. Approximately 20 minutes into procedure, flows reduced and suction alarms ensued. Device was repositioned, however, issues did not resolve. Decision was made to explant device. A new impella cp was inserted and ran successfully. There were no adverse effects to the patient, and none expected if issue were to recur.